Manufacturer narrative:
The b5 was corrected to include failure to sense information missed and new information on failure to capture and clinic follow up were updated.

Event description:
It was reported that the patient presented to the clinic for follow-up. The atrial lead was found to be dislodged, resulted in failure to sense and failure to capture. The physician elected to cap the atrial lead on (B)(6) 2025, and a new lead was implanted. The patient was discharged with no reports of adverse consequences.

Event description:
It was reported that the atrial lead was dislodged. The physician elected to cap the atrial lead on (B)(6) 2025, and a new lead was implanted. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Further information was requested but not yet received.